Event description:
Patient reported that the monitor was charging and it started smoking and the monitor said it was overheating. The patient noted that the charging cord was burning. The device was returned and a replacement was sent. No harm or physical property damage was reported.

Manufacturer narrative:
It was reported that the monitor started smoking and the monitor said it was over heating. Patient stated the charging cord looks like it was burning. The device was returned for investigation. Engineering evaluation was able to confirm charging cord melting. Root cause is most probable to be an electrical fault by the charging cord.